Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. It was reported that this was the pt's first exposure to the psn membrane and that pt has been on dialysis for 11 months. During treatment, the pt complained of nausea, vomiting and chest tightness. Treatment was stopped and blood was returned to the pt with no reported blood loss. It was reported that no medical intervention was required. Pt has dialyzed subsequently with the optiflux 200 and f70nr membranes without further incident.